Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels all day. Her blood glucose level was 55 mg/dl and went up to 523 mg/dl. She drank water. The customer woke up that morning with a blood glucose level of 33 mg/dl. The customer was traveling all day and had a shake. The device was not returned.